Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the syringe 0.3ml 31ga 6mm half unit 10bagsla when removing the syringe the needle stayed in the arm. The needle was removed by hand. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: we contacted customer regarding a complaint made through the email, she reports that she makes use of insulin for 21 years and that in the last application made with the bd ultra-fine 6mm 30ui syringe she informs when she removed the syringe the needle remained arrested on the arm mentioned that he managed to pull and withdraw with his hand and took out. It has sample for collection makes the rodizio and does not reuse the syringes.

Manufacturer narrative:
Investigation: customer returned (1) loose 3/10cc syringe filled with approximately 19 units of a cloudy liquid inside the barrel. The returned syringe was examined and exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the epoxy made this observation more apparent. Unable to perform DHR check due to unknown lot number. Possible root causes for a broken needle include: bending/re-straightening of the cannula by the customer.

Event description:
It was reported that during use of the syringe 0.3ml 31ga 6mm halfunit 10bagsla when removing the syringe the needle stayed in the arm. The needle was removed by hand. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: we contacted customer regarding a complaint made through the email, she reports that she makes use of insulin for 21 years and that in the last application made with the bd ultra-fine 6mm 30ui syringe she informs when she removed the syringe the needle remained arrested on the arm mentioned that he managed to pull and withdraw with his hand and took out. It has sample for collection makes the rodizio and does not reuse the syringes.